Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not received the d7m 700ml leg bags that were ordered, instead d7m 500ml leg bags were received.

Event description:
It was reported that the patient did not received the d7m 700ml leg bags that were ordered, instead d7m 500ml leg bags were received.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "easy to use soft elasticated comfasure® has an anti-slip backing. It¿s unique, easy-to-operate retainer clip secures with a ¿click¿ - supporting catheter or drainage bag tubing. Easy to choose comfasure® is available in three sizes. To determine the correct size needed, measure the circumference of the widest point of the thigh (a) or abdomen. Comfasure® is available on prescription in packs of five."